Event description:
Patient tested on the suspect device and their blood glucose result was 247 mg/dl. A lab glucose was 133 mg/dl. No treatment alleged. The reporter declined to have the device replaced.